Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology leaked.   The following information was provided by the initial reporter: "insyte started on pt. & site joining IV tubing kept on leaking."

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology leaked.   The following information was provided by the initial reporter: "insyte started on pt. & site joining IV tubing kept on leaking."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received 19 sealed 22g x 1.00in. Insyte autoguard bc units from lot number 1061875. A gross visual inspection of the returned units found that two of units had damage to the inner wall of the catheter adapter near the luer. All of the returned units were tested for leakage. Leakage was not observed in any of the units. Further inspection was performed under a microscope on all the units. No other units aside from the two previously identified had damage to the catheter adapter. This type of damage may contribute to leakage therefore the reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the possibility of occurring due to a misalignment between the adapter and manufacturing equipment. Corrective actions have been initiated and completed to monitor this type of defect. Bd initiated CAPA 1393887 in january 2020 to address this issue. The CAPA was closed in (B)(6) 2021. Since the lot was manufactured prior to the implementation of the CAPA, no new corrective actions are warranted. A device history record review showed no non-conformances associated with this issue during the production of this batch.